Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye trabecular micro bypass stent system procedure, the patient presented on day one (1) with a big cloth in the anterior chamber (ac) with iop of 25 mm hg. There was no patient injury reported. Additional information has been requested.